Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305902, batch # 2318924, unknown. It was reported that the bd needle sftygld 23x1 rb needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Issue with 305902, lot 2318924. ¿rn was to administer 80 mg of im methylprednisolone with a 3 ml syringe and a 23 g 1 inch needle. Half of the medication was administered then I met resistance. I retracted the syringe with the needle still attached the medication would not advance, when I removed the needle the medication would advance through the syringe. I had to administer two separate injections. This also happened on another patient with the same medication and syringe/needle type.¿ additional information provided: 1. Only impact to the patient was that they received two injections. 2. No adverse effects from the incident. 3. The date it occurred was the date the midas event was placed. I am unable to recall the first patient and we see anywhere that from 90-100 patients a day so it is hard for me to recall the patient information. 4. No sample or photo.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.